Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional details providedwas the cut line fully circumferential around the target tissue? Anastomosis was not complete, only a few staples were holding it together and majority of circumference was left unstapled.what was the appearance of the deployed staples (b-shaped, irregular)? Noticed many malformed staples.how was the case completed? New gun was used with success.what is the current status of the patient? Patient leaving hospital either today ((B)(6) 2014) or tomorrow ((B)(6) 2014), so far, no outward clinical effect noticed.

Event description:
It was reported that during an high anterior resection procedure the stapler was fired and washer 'crunch' was heard. Staple line was incomplete and anastomsis was compromised with fecal matter leaked into abdominal space.